Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was dropped and it was not turning on. The customer's blood glucose level was 93 mg/dl. The customer also reported that she was getting replace battery alerts. The customer was assisted in troubleshooting. She was assisted in performing self test and it was reported that she did not see missing segments during the self test. The customer could not complete the self test as she did not have any other batteries with her at the time of the call. The insulin pump will not be returned for analysis.